Event description:
Approximately 40 minutes into a 90-minute infusion of irinotecan, rn noticed a leak of fluid from equashield adaptor. Addressed and resumed treatment. Completed without new physical complaints.